Manufacturer narrative:
Batch review performed on 29 april 2024: lot 2347169: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 29 april 2024. Liner: mpact 01.32.3644hc10a face-changing 10° pe hc liner ø36/e (k183582) lot. 231940: (B)(4) items manufactured and released on 25-sep-2023. Expiration date: 2028-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised cup, liner and head. The surgery was completed successfully.